Event description:
The consumer reported that when she used one of the bandages from the package in (B)(6), it burned her neck.

Manufacturer narrative:
Even though end-user pictures do not show any signs of infection, he did not provide any information stating whether or not medical treatment for this adverse event was received or if any infection had been confirmed by a medical professional from the use of this bandage.